Manufacturer narrative:
Analysis of the returned recharger revealed the wr9220 is not responding to commands, confirming the complaint. When placed on the dock, dut does not charge, does not response to a button press hard reset and battery leds continuously cycle rapidly. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding recharger for an internal neurostimulator. They reported that when working with a wireless recharger (wr) out of the box, it would not connect to the app. The rep said that they took the wr out of shipping mode and they heard the appropriate tones. They said it appeared to be working as it should at that time, but now the green usb light was illuminated on the dock and with the wr on the dock, it appeared to be 'on' and the battery lights were escalating green as if it were charging. However, when the caller tried to connect the wr to the app, it showed 'not found'. The rep had already tried to 'switch recharger' and had tried resetting the wr, but the issue had not been resolved. They attempted another reset on the call, about 20 seconds into holding the power button down, the battery lights would come on green, but then turn of and no tones were heard. It appeared that the wr never reset. The rep continued to see the battery lights come on and turn off in a cyclical fashion as they held the power button down. Then, technical services had the rep tap the power button to turn the wr on and nothing happened. The power button did not illuminate at all. The caller attempted to connect to the app and it still showed 'not found'. The rep was transferred to repair for device return. There was no patient involvement in this event.